Event description:
The manufacturer field service technician reported that the device had a chipped epoxy paint band while it was being demonstrated at the user facility. There were no adverse consequences related to this event.